Event description:
It was reported that a spectrum pump had an issue with 'close door' upon power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a close door alarm was reproduced upon power up. A review of the event history log revealed ¿shut door ¿ power off¿. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment hook. The hook requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.